Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time, so a batch review will not be conducted. The sample was discarded by the patient. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) was not confirmed. The cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) that therapy had ended and the hp would need to start over with new supplies or use manual supplies to complete therapy. The hp would start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the se 2240 alarm. Per the pd rn, the hp did not mention the alarm. The pd rn stated the hp was doing fine on therapy and there were no adverse events. There was patient involvement. No patient injury or medical intervention was reported.